Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that noise and oversensing were noted on a right atrial lead in a literature abstract. A lead malfunction was suspected. Lead impedance tested normal. No intervention was reported. No further information was provided.